Manufacturer narrative:
The insulin pump was received with moisture damage on the lcd glass, a cracked case at the display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump seemed to have condensation under the screen. She explained that she had disconnected because she say a kink in the tubing and while trying to fix it, she dropped the insulin pump. She stated that she had the device against her skin prior to dropping it. Blood glucose value was 195 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.